Manufacturer narrative:
Evaluation summary: this is a plastic part and will tend to break due to repeated exposure to large bending forces that can occur during use. In this case, the root cause cannot be definitively determined; however, it is most likely due to repeated high bending load which finally caused the fracture. The instrument was fractured into two pieces on the 2mm thick end and both pieces were returned for review. The fracture occurred across the width of the instrument, not the length. Measurements of the instrument were found to be conforming to specifications. It is not known how long this device was in service; however, visually this instrument appears to be older based on a darker color and the nicks around the edges.

Event description:
It is reported that the tension gauge broke during surgery.